Event description:
As reported by the user facility: biomed tech stating that he received a security report that "upon arrival into patients room, power cord #(B)(4) was found to be attached to space pump ((B)(4)) and to the wall. An electrical short was noticed at connection of the two port cord. The area was charred/carbon black on floor. Cord was laying in a water spill. No charring noted at wall socket of indications of sparks as well as no indications of spark/burn at connection to pump. No flame noted. No injury to patient. Product was removed immediately.

Manufacturer narrative:
(B)(4). The actual sample involved has not bee received yet and the investigation is on going at this time. A f/u report will be provided when the evaluation results become available. (B)(4).